Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit would not run on battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient harm or injury was reported. Event date not specified, estimate used.

Manufacturer narrative:
Date rec'd by MFR: 19sep2019. Date of report: 20sep2019. The field service engineer (fse) performed troubleshooting and found battery charging light emitting diode (led) would light for a moment when alternating current (ac) power was connected. The field service engineer advised the customer to replace the power supply and backup battery. The fse provided the customer the parts ID and discussed installation of 3.0 power supply and hardness. The fse was later informed by the customer when doing a follow up, that possible repair on the unit is on hold due to cost. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit would not run on battery. It is unknown if the unit was in patient use at the time of the reported issue. No patient harm or injury was reported. Event date not specified, estimate used.